Manufacturer narrative:
Other relevant device(s) are: product ID: 8220325. Analysis for the mainframe found that the customer's issue could not be duplicated. The software was upgraded to current specification. The item was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a clinical case, the surgeon complained that the system was not functioning as it was expected. The description provided by the hcp was vague, but seemed to be that the system was not providing an expected alarm, or the notification sounds on the system were not what he was expecting. The muting detector for the mainframe had a fraying cable and the wires were visible. There was no patient death or serious injury.